Event description:
The patient reported that v-go fell off. The patient stated that he prepares the infusion site according to guidelines. The patient stated that approximately 20-30 v-go's fell off. The patient reported that he was told to use sticky pads and put a band and use v-go on his arms to help keep v-go in place. The patient indicated that it did not work. The patient indicated that first he was wearing v-go on his abdomen and then he started using v-go on his arms, facing down and with a sweat band. The patient indicated that he does a lot of outdoor activities, and sweats a lot. The patient mentioned that the adhesive pad was not that good. The patient also reported that the needle came out and patient felt something like a bee sting and it was the needle poking his skin. The patient indicated that he discarded all v-go's.